Event description:
On (B)(6) 2025, the user reported being unable to unlock the ilet screen after dropping the device the previous day, resulting in a cracked screen. The agent confirmed that the screen was otherwise functional but could not be unlocked and arranged for an overnight replacement ilet. Return and shipping procedures were reviewed, and the user was advised to sync data before returning the damaged device. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.